Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) exhibited low and gradual decrease in impedance and insulation damage was suspected. The polarity setting was reprogrammed from bipolar to unipolar. The ra lead remains in use. No patient complications have been reported as a result of this event.